Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing thresholds at approximately 6.5 volts. There were also high pacing impedance measurements approximately 2,000 ohms. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.